Event description:
"During the treatment of an avm in the caecum, the surgeon made contact with the target tissue when activating the abc flexible gi probe and a perforation occurred. The pt required an open procedure to correct the perforation. The pt recovered without incident.